Event description:
It was reported that the device had dead pixel display, no battery detected. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had dead pixel display, no battery detected. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technicians stated issue of dead pixel was confirmed during power up due to a faulty lcd. The other complaint of a ¿no battery detected¿ error could not be duplicated in op¿s lab. On 08-nov-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the dead pixel at power up. The ¿no battery detected¿ problem was not able to be confirmed or duplicated in op¿s lab. Internal investigation confirmed a faulty lcd. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the lcd. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had dead pixel display, no battery detected. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technicians stated issue of dead pixel was confirmed during power up due to a faulty lcd. The other complaint of a ¿no battery detected¿ error could not be duplicated in op¿s lab. ¿ on 08-nov-2024, pcu device was received unboxed and with paperwork. ¿ external investigation confirmed the dead pixel at power up. The ¿no battery detected¿ problem was not able to be confirmed or duplicated in op¿s lab. ¿ internal investigation confirmed a faulty lcd. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace the lcd. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.